Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio forced a software reload on the device, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.